Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The screw in the im tibial jib will not back out.

Manufacturer narrative:
Examination of the returned device confirmed the locking knob component which secures the rod will not retract. The locking knob lead threads are significantly worn and will no longer engage. The instrument is old (mfg 2008) and has been subjected to heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaint trends through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.